Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (serial: (B)(6); product type: 0200-lead; implant date; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the patient was experiencing impedance issues. They had high impedances on the day of surgery greater than 4000 on all 4 electrodes. The cause was unknown and the issue was resolved with device revision on (B)(6) 2024. The patient was going in for a full implant after a successful trial. The lead and battery placement were completed, and they went to do impedance checks before closing the pocket. Initially there were impedances on 3 out of 4 electrodes. They re-did the impedance check and all 4 electrodes had impedances. They disconnected the lead, dried it off, cleaned out the chamber of the battery with suction in case fluid was present, reconnected the lead, and still had impedances on all 4 electrodes. They disconnected the lead again to clean and dry the two pieces, checked the lead and ins and set screw for damage. They then reconnected the lead and still got impedances on all 4 electrodes. The decision was made to replace the ins with a new one. They connected the new ins to the lead and still had impedances on all 4 electrodes. They then tested the lead again at 2.0 with bellows and toes on all 4 electrodes and still had impedance issues. The decision was made to change out the lead after two ins's showed impedances. When they changed out the old lead for a new lead and attached it to the second ins there were no impedances with the new lead and ins.

Manufacturer narrative:
Analysis of the ins (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2z09l) revealed that upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 978b133, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.